Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. (B)(4).

Event description:
It was reported to resmed that when the stellar 150 device was dropped, the mask detached from the patient and the device stopped delivering ventilation to the patient. It was reported the patient developed difficulty breathing and an ambulance was requested. The device displayed a system failure 7 alarm related to pressure sensor failure while in the ambulance. The patient was placed on an alternate device. Upon arrival to the hospital, the patient became cyanotic with a decreased level of consciousness. It was reported the device would not power-on and continued to display a system failure 7 alarm. It was reported the patient died at the hospital.

Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Review of the device data logs confirmed occurrences of sf7. Performance testing could not reproduce the reported complaint. Visual inspection of the device revealed contamination of the device pneumatic block. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf7 was due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that when the stellar 150 device was dropped, the mask detached from the patient and the device stopped delivering ventilation to the patient. It was reported the patient developed difficulty breathing and an ambulance was requested. The device displayed a system failure 7 alarm related to pressure sensor failure while in the ambulance. The patient was placed on an alternate device. Upon arrival to the hospital, the patient became cyanotic with a decreased level of consciousness. It was reported the device would not power-on and continued to display a system failure 7 alarm. It was reported the patient died at the hospital.